Event description:
The user facility originally reported that the insulated parts of the hooks were burning/sparking during gall bladder operations. Both instruments are new. Additional information: the materials manager reported that their was no pt injury.

Manufacturer narrative:
Conclusion: based on our findings, and our experience as quality manufacturer of surgical instruments, we are of the opinion that the defects were caused by a user error. The electrical loading was too high, that resulted in too high temperatures and caused the burning of the insulation. Based on our preliminary testings, we are able to confirm that the insulation of our electrodes is designed to be used with a maximum recurring rated voltage of 1 kvp. Further tests will be conducted aiming to achieve an increased maximum recurring rated voltage that can be applied. These tests are supposed to be completed not before may 2009. Since a review of the production documents determined that all applicable specifications have been met and since our trend analysis reflects no problem with this design, no CAPA action is required. The instruments could be repaired. The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information. Integra lifesciences corporation is filing on behalf of the initial distributor. Correspondence should be sent to: integra lifesciences corporation.